Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including heavy marking and scratching on the elevator surface. Further inspection shows that the elevator has fractured. The fractured tip was not returned. The complaint is confirmed. A determination cannot be made as to what caused the elevator to fracture. A fracture analysis was not conducted as the fracture is indicative of the use of the product as DHR review confirmed that product was conforming prior to being shipped. Review of the device history records identified no deviations or anomalies during manufacturing. The reported event is confirmed, based on product return. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h10 and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the tip of the instrument fractured off. It was found when it was suctioned out of patient's mouth. There was no injury to patient.